Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) work order search: no similar complaints were reported for units within the same lot. Conclusion: lens being implanted as a piggy-back. (B)(4).

Event description:
The reporter indicated the surgeon implanted an aq2010v silicone three piece lens, +22.5 diopter, in the patients right eye (od) on (B)(6) 1999. The reporter indicated there was a refractive surprise with the lens and the surgeon planned to piggy-back another manufacturers lens. The lens remains implanted.

Manufacturer narrative:
The patient's post-op bcva was 20/20. The reporter indicated a possible cause of the event may have been pre-op biocalculation error and subsequent inaccurate power selection and refractive surprise. Conclusion code: off label use - lens was not implanted as a piggy-back lens. Three piece iols are indicated for implantation in persons 60 years of age or older. The patient was 57 years of age at time of implant. (B)(4)